Manufacturer narrative:
The device was returned with the disc de-deployed. In addition, the key was inserted into the lock, but the black sleeve was fully retracted. This is contrary to the initial report which stated that the doctor was unable to gain initial hemostasis and removed the device. Per the initial report the key was not inserted into the lock/grip and the black sleeve was not retracted. In addition, the collagen was not present and the clip was returned with the device. Upon receipt, the device was inspected. The key was removed from the lock and the black sleeve was returned to its original position. The key was re-inserted into the lock and the black sleeve retracted without difficulty. The disc deployed but deployed into a non- concentric shape. The membrane was observed under the microscope and had some damage/holes in it. The membrane was removed and the braid was observed under the microscope and was intact and without damage. The tip of the device is rounded and without any jagged edges. The inner handle was removed and observed under the microscope and was within specifications. The investigation was unable to determine whether the failure mode was use error or a device malfunction. Conclusion: it is confirmed that the disc was deformed. Based on the device investigation and the initial report is unable to determine how the dissection of the vessel occurred.

Event description:
After performing a femoral angiogram, the vascade device was selected for closure and inserted into the sheath. The doctor deployed the disc but was unable to gain hemostasis, so the doctor de-deployed the disc and removed the device. The entire collagen remained on the device and under the black sleeve. The staff converted to manual compression. Upon removal, the disc was deployed and was non-concentric. At this point the distal pulse diminished and the doctor performed a cut down and observed a dissection/flap that was occluding the blood flow. In addition the doctor removed a distal clot. Patient has recovered and is in good condition.